Event description:
It was reported that the physician alleged that this implanted left ventricular (lv) lead was damaged, as the capture threshold measurements were elevated. Diagnostic imaging was performed, but no macroscopic damage was able to be confirmed. Due to the age of the lead, the physician did not attempt to explant the product. A new replacement lv lead was attempted to be implanted, but no capture was observed in multiple positions. As a result, the physician scheduled a procedure to implant a left bundle branch lead at an unspecified time in the near future. At this time, this lv lead remains implanted. The replacement lead was an attempted implant will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician alleged that this implanted left ventricular (lv) lead was defective, and that a surgical revision procedure is anticipated to replace the lead. Details have been requested regarding the specific allegations against this lead, and regarding the replacement procedure. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.